Manufacturer narrative:
MDR 2517506-2019-00469 was filed on 12-dec-2019. Additional information (19-dec-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed cardiac troponin I (ctni) result. Hsc evaluated the information provided and the instrument data files. No other samples, nor the patient's repeated sample were reported to have an issue. The event appears to be related to the one single patient sample. No product non-conformance with the assay or dimension vista instrument was identified. The cause of the event unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a depressed cardiac troponin I (ctni) patient result was obtained on a dimension vista 500 instrument. Siemens is investigating the event.

Event description:
A discordant, falsely depressed cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. The result was not reported to the physician(s). The same sample was reprocessed two additional times on the same instrument and higher results were obtained. The second processing produced a higher result that was considered correct and reported. Additionally, the same sample was also reprocessed on an alternate siemens dimension vista 500 instrument and a higher result was obtained. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant depressed ctni result.